Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the packaging of the stapler had a hole in the wrapping. No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. Additional information was requested and the following was obtained: the staff has now advised me that the hole occurred at the hospital facility. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable.